Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the chipped distal end adhesive is traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified for this damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicated that a chip on distal end glue was found. There was no patient involvement.